Event description:
It was reported that caller initially did not see insulin drops at end of tubing during fill tubing step. Reportedly, the customer needed to complete the fill tubing process and once it was completed the insulin was see at the end of the tubing. Reportedly, the customer's blood glucose (bg) level increased to more than 500 mg/dl and the customer went to emergency room and was subsequently admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue. Reportedly, the customer could not recall their discharge date although it was "about 2 weeks after being admitted".